Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 30-jun-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 250 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2018 there was no issue pre-op and the patient was in for end of service (eos) pump replacement. The hcp accessed the catheter access port (cap) and was not satisfied with cerebrospinal fluid (csf) return and decided to replace the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced during the pump replacement case. The issue was resolved at the time of this report. The replaced catheter would not be returned to the manufacturer for analysis as the customer discarded it. The patient's status was "alive - no injury" and no further complications were expected or anticipated.